Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms / damaged connector) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, there was an open white (drvn gnd) wire inside the trunk cable. The cause of the constant alarms and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.